Manufacturer narrative:
Final analysis revealed burnt marks on the ac power adaptor with evidence of high current flow.

Event description:
This report is to advise of an event observed during analysis.